Event description:
The patient contacted lifescan and reported that their one touch basic enhanced meter had missing segments on the display. During troubleshooting, it was verified that this was not a new product. The patient was not experiencing any symptoms at the time of concern. The last time patient tested on the meter was two days ago with a result of 276mg/dl. Patient consulted a medical professional and their dosage was increased by 3 units. Therefore their treatment matched the high result on their meter. Patient was not given any further treatment. Based on the information provided, there is indication that the product has malfunctioned. This case is being reported as a malfunction due missing segments on the display. However, there is no information to conclude that the product caused/contributed to any injury. A replacement meter was sent to the patient.